Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial kit for analysis. Signs of use in the form of biological material were observed on the sample. Visual analysis revealed that the guide wire handle was advanced completely forward such that the guide wire had deployed through the cannula. It was also observed that the catheter was partially deployed off the cannula and was severely kinked/bent/crimped over the guide wire. The catheter was fully deployed, and severe kinking was observed on the guide wire in the same locations as the crimping. Microscopic examination confirmed the damage and revealed that the distal weld was full and spherical. The guide wire length from the handle to the distal tip measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.39mm, which is within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The catheter body outer diameter (in an area not affected by crimping) measured 0.0355" , which is within the specification limits of 0.0350"-0.0370" per the catheter extrusion product drawing. The catheter inner diameter at the proximal end measured 0.027" , which is within the specification limits of 0.027"-0.029" per the catheter extrusion product drawing. The catheter was fully deployed off the guide wire. Significant force was required due to the crimping on the catheter and the kinking on the guide wire. Once removed, it was confirmed that the kinks on the guide wire line up with the locations of the crimping on the catheter body. Performed per IFU statement , "hold catheter in place and remove guidewire and or assembly, where applicable. Pulsatile blood flow indicates positive arterial placement". An attempt to retract the guide wire back through the cannula was also performed; however, this was not successful as the kinking prevented the guide wire from passing. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The IFU also states, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The report of a kinked guide wire due to catheter resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was fully deployed. The catheter body was partially deployed and stuck over the guide wire. Severe crimping was observed on the catheter. The catheter was partially deployed, and subsequent kinking was noted in the same locations on the guide wire. Despite the damage , the catheter and guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing cause. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "md was inserting arterial line for crani case and the catheter kept kinking." Another brand catheter was used and successfully placed. The patient's condition is reported as fine.

Event description:
It was reported "md was inserting arterial line for crani case and the catheter kept kinking." Another brand catheter was used and successfully placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).